Manufacturer narrative:
The product was returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were noted during control solution testing.

Event description:
A complaint of high readings was received on a customer's precision xtra optium meter. The customer's sister reported that the customer had been hospitalized after losing consciousness in 2007. The customer's sister reported that two days prior, the customer had obtained a reading of 2.3 mmol/l and was given some cola. She then obtained a reading of 8.5 mmol/l. Further readings of 2.3 and 5.0 mmol/l were obtained 15 minutes later. On the morning of the following day, a reading of 5.5 mmol/l was obtained. At 5:30 pm the next day, the customer was found in bed, by her sister, feeling drowsy and was taken to a local hospital. The customer was released from hospital six days later. The customer was diagnosed with a prolonged hypoglycemic attack. During control solution testing performed on the meter at the hospital all results were within range specifications. There was no report of death, serious injury or mistreatment associated with this event.